Manufacturer narrative:
A ge service rep performed an on-site investigation. The reported issue could not be duplicated. The boards were reseated and the 5 volt power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a communication error and locked up. No pt injury was reported.